Manufacturer narrative:
The customer service representative reviewed the module logs, observed multiple occurrences of message code 3424, and noticed the preceding sample was high. No parts were replaced or adjusted; the alinity I processing module, serial number (B)(6) was determined to be the cause. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed false positive alinity I total b-hcg results generated on the alinity I processing module for one patient. The following data was provided: on (B)(6) 2024 sid (B)(6) alinity I total b-hcg was 46.37 miu/ml. Was reported out as positive. On (B)(6) 2024, the doctor called and questioned the result. Tube was retrieved, serum was normal color and clear, was not re-spun and repeated on this instrument and their other 2 analyzers. All 3 instruments gave a result of < 2.50 miu/ml. No impact to patient management was reported.

Event description:
The customer observed false positive alinity I total b-hcg results generated on the alinity I processing module for one patient. The following data was provided: 21aug2024 sid (B)(6) alinity I total b-hcg was 46.37 miu/ml. Was reported out as positive. On 23aug2024, the doctor called and questioned the result. Tube was retrieved, serum was normal color and clear, was not re-spun and repeated on this instrument and their other 2 analyzers. All 3 instruments gave a result of < 2.50 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.